Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board and sensor board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported in b.2 a congenital anomaly/birth defect was an outcome attributed to the adverse event. This was marked in error. There was no adverse event, only a product problem.